Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
A case of ipg inoperable / replacement planned was reported to abbott. On (B)(6) 2024 surgical intervention took place. Ipg was replaced. Patient¿s thoracis leads had migrated so the physician placed a new penta paddle lead. Therapy has been restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2024-00755; 1627487-2024-00756. Additional information was reported indicating that the patient's ipg was explanted, replaced, and therapy was restored.